Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large needle driver instrument jaw/tip was not rotating properly. The surgeon noted the instrument was not grasping properly and could not drive the needle and approximate tissue. The procedure was completed with no reported injury.